Manufacturer narrative:
Following our receipt of the one returned used sensor/one needle hub, performed a visual inspection and checked for physical damage on the sensor and sensor flex and none was found (under naked eye). Then performed a visual inspection to the insertion needle for any severed parts and none were found. See attachment file for details. Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. In summary, sensor passed per specifications no physical/electrical damage was observed during the analysis. Customer complaint of pump not communicating with transmitter is not confirmed. No physical damaged were found for both sensor flex or insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor break, needle hard to remove, sensor updating/sg not available. The customer reported no adverse event. The event involved product(s) mmt-7040b. Trouble shooting was performed and customer reported sensor fractured inside the body. Advised to return the sensor and needle hub. Customer reports receiving a sensor updating /sg value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. No harm requiring medical intervention was reported. Mmt-7040b was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.